Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating that the defibrillator testing failed. The device was not in clinical use at the time the issue was discovered, and there were no reported patient impacts or injuries. We made multiple attempts to request information about the cause and resolution of the reported problem, but no response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We cannot confirm the cause and final disposition of the device due to the customer's lack of response to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.